Event description:
It was reported intervention was performed on this patient and patient remained unstable and a possible surgical candidate. An intra-aortic balloon was being inserted in "prevention mode". An iab was placed and connected to the arrow acat pump console. The pump displayed a purge failure and would not initiate pumping. The iab catheter was exchanged, but the console still would not pump. As a result, the pump and catheter were removed. The patient did not receive iabp therapy & expired in 2002.